Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a bg of 401 mg/dl after performing a supply change and eating breakfast. The user performed a second site change and bg remained elevated for several hours before trending down. No ems or hospitalization was required.